Event description:
It is reported that ventricular threshold was high, impedance increased and r-waves decreased. It is also reported that there were a few ventricular high rate episodes. The lead was capped and replaced. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.